Manufacturer narrative:
Received one device. The complaint was not replicated through a no disposable alarm test. The upstream sensor passed functional testing. Although the upstream sensor passed, the event log replicated the complaint. The cause of the reported issue was likely due to fluid ingression damages to the upstream and downstream sensors. The reported issue was resolved by the upstream and downstream sensors. Device passed all functional and delivery tests after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an upstream occlusion alarm. There was no patient involvement, no patient injury was reported.